Event description:
It was reported that prior to implant, the device was interrogated in the box and reported to be in backup vvi mode. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of device reset was confirmed in the lab and was due to detection of a watchdog error. Bench, ate, and iram tests were performed and the device was found to be normal. The root cause of the watchdog error could not be determined. (B)(6).